Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was automatic mode switching due to myopotential oversensing on the atrial channel of the device. The device was reprogrammed and the patient was in stable condition.